Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The nurse stated that she had not yet assessed the patient to determine a cause for the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886127, gd886028 and gd885277 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.